Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was dealing with some dislocation issues. The surgeon was not aware of who did the initial surgery or where it was done. The patient said they believed they had it done roughly 15 years ago. X-rays appeared to show a pinnacle 300 series cup and an aml stem. The surgeon wanted to perform a head and liner exchange. The head was removed and it was a 28mm +5 metal head. When the liner was removed, the only writing that could be read was the number 52. I was unable to determine if it was a neutral liner or a +4 neutral liner. Dr. Requested the 52 x 36mm +4 10 degree liner and performed a reduction with a 36mm +5 head. He found the hip to be stable. A 36mm +5 ts ceramic head was opened and implanted. The hip was reduced and the closing process began. The surgeon believed the hip could have been dislocating due to the smaller head diameter, and the positioning of the cup. The +4 10 degree liner appeared to have helped with the posterior instability. Doi: 15 years ago. Dor: (B)(6) 2020. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.